Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer said they had a medical emergency two days ago and today they noticed the insulin pump had a crack. The location of the damage was at the back of the pump and battery cap. The customer had a blood glucose of 20 mg/dl at the time of the event. The customer had a current blood glucose value of 356 mg/dl. The customer had mental confusion and was unconscious as symptoms of low blood glucose. The customer was hospitalised due to low blood glucose. Troubleshooting was performed for low blood glucose. The customer was using an insulin pump within 48 hours of the event. The automode feature was not activated at the time of the event. No further patient complications were reported. The customer will discontinue the use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a partially broken battery tube threads, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08655 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 11-jan-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 11-jan-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 08-oct-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 08-oct-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 0 (0 u). Dailytotalofbasalinsulindelivered: 0 (0 u). Dailytotalofbolusinsulindelivered: 0 (0 u). In further full review of the pump history/traces on the event date of 04-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 04-dec-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 238750 (23.875 u). Dailytotalofbasalinsulindelivered: 228750 (22.875 u). Dailytotalofbolusinsulindelivered: 10000 (1 u). (B)(6) 2023 01:33:40.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 10000 (1 u). Bolusamountdelivered: 10000 (1 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event dates 08-oct-2023 and 04-dec-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 04:07:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 12:12:40.000 (B)(6) 2023 12:22:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 18:41:58.000. (B)(6) 2023 19:16:58.000. (B)(6) 2023 19:46:59.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2023 12:17:02.000. (B)(6) 2023 12:27:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2023 20:47:51.000. (B)(6) 2023 20:57:00.000. All buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:26:30.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 04:26:00.000. (B)(6) 2023 06:22:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 13:57:00.000. (B)(6) 2023 15:53:00.000. (B)(6) 2023 16:03:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:28:00.000. (B)(6) 2023 14:38:00.000. (B)(6) 2023 16:24:01.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:39:04.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:39:18.000. (B)(6) 2023 14:39:26.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 8:06:59 pm. There was no power data available for the event date of 08-oct-2023. Unable to check power data for pump error 23 alarm and power loss alarm. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a scratched case and a broken belt clip rails. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Cosmetic damage was confirmed at the back of the pump. Customer alleged for battery cap cracked/damaged was unknown. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for pump/transmitter communication anomaly was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.